Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pacemaker-dependent patient experienced syncope due to stimulation pauses up to 3 seconds. Oversensing was observed. The lead was capped and replaced. The patient was in good condition and experienced no more syncope.

Event description:
New information received indicates that the lead was capped and replaced on (B)(6) 2016.